Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient expired on (B)(6) 2019. The cause of death was not indicated. Multiple requests for additional information and product return were issued to the customer but no further information was provided and the pump was not returned. Should the pump become available, this file may be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. No further information was provided.